Event description:
The complainant alleged that during biomed testing, the device would power off while in defibrillation and monitor mode. The complainant indicated that there was no pt involvement in the reported malfunction.